Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Supply changes were performed to address the occlusion alarms. The customer's blood glucose (bg) level ranged between 220-387mg/dl. A correction bolus was delivered and a manual injection was administered to address the bg level. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.